Event description:
The facility reports when using the bath and hydro, fumes were given off the bath, irritating the eyes and throat.

Event description:
The facility reports when using the bath and hydro, fumes were given off the bath, irritating the eyes and throat.